Event description:
It was reported the patient was feeling presyncopal and that the device was pacing at some rates in the 40s which was below the programmed rate 70 for the device. Settings were reprogrammed, the patient will continue to be monitored and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.